Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "biomedical engineering has seen a larger than normal failure rate of the pump module pressure sensor failures with the newer style of the pressure sensor with the black frame and silver center". This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit: e2321 - low blood pressure/ hypotension, f24 - insufficient information. Correction: describe event or problem. Additional information: manufacturer narrative, imdrf annex e, f codes. Investigation summary: the report of pressure sensor failure was not confirmed through review of the logs or replicated during testing since the devices and their associated logs were not returned for investigation. External and internal inspection, testing and log review of the suspect pump module could not be performed since the device and their associated logs were not returned for investigation. Per product labeling, the alaris user manual (v12.1) states that to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pressure sensor failure was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "biomedical engineering has seen a larger than normal failure rate of the pump module pressure sensor failures with the newer style of the pressure sensor with the black frame and silver center". This was reported to bd representatives during their site visit. There was patient involvement but no harm.